Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer is continuing to experience inaccurate fill estimates. While troubleshooting with tandem technical support, customer loaded a new cartridge with room temperature water. No accurate fill estimate was obtained despite loading a new cartridge. There was no reported impact to the customer's blood glucose level. Customer will use the current pump as backup therapy until replacement pump is received.